Event description:
It was reported that the ceramic head of the subject device had malfunctioned/was missing. The issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress. The event can be prevented by following the instructions for use which state: chapter 4.1 inspection and testing warning risk of injury lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. The ceramic head was missing. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: impact, dropping, shock or similar stress. The event can be prevented by following the instructions for use which state: chapter 4.1 inspection and testing warning risk of injury lists ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.